Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient sated they had a seizure and lost consciousness. The patient's wife brought the patient to the hospital and it was confirmed that their bg was high. They could not confirm what the cgm was displaying during that time. The patient was treated with novolog and tresiba. At the time of the report, the patient was doing find and in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.